Event description:
It was reported during implant procedure that the right ventricular lead exhibited no capture, high pacing impedance, and poor sensing. The lead was successfully exchanged. There were no patient consequences.